Event description:
The patient underwent implantation of an itrel neurostimulation system for pain in 1997. The patient's attorney notified the manufacturer of claims alleging "after the patient was taken into recovery following the implant in 1997, the technician came in as the patient was awakening and turned on the stimulator. The patient was literally shocked and suffered severe pain and muscle spasm, causing the pt to arch lower body area up off the bed."